Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that the primary tubing set had cracked and leaked dexmed onto the stretcher sheet. The tubing set was changed and the charge rn and provider was notified. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Correction: disregard file (suspect device now is a concomitant).

Event description:
It was reported that the primary tubing set had cracked and leaked dexmed onto the stretcher sheet. The tubing set was changed and the charge rn and provider was notified. There were no adverse effects caused to the patient from the event.